Event description:
The patient has two systems. It was reported one of the two systems was not functioning properly. Follow-up revealed the patient lost the charger and patient programmer for the second system and has not recharged the ipg in over 90 days. Surgical intervention may be undertaken at a future date.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.